Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation), h11. The leaking part was replaced o-ring, buna-n 1-008 n70 (0354-00-0208) and regulator, high pressure helium (0103-00-0637) , and all necessary tests were performed. The unit passed all required functional and safety checks per factory specifications. Service completed. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0103-00-0637 regulator high pressure serial number (B)(6). Part number 0354-00-0208 o-ring serial number n/a. These parts were received with a reported unit failure of leak test fails. The failure analysis and testing dept. Performed a visual inspection and found part number 0103-00-0637 regulator high pressure serial number (B)(6) to have its transducer port heavily damaged to where the transducer would not sit flush in the port and cause a leak. Please see attached. Part number 0354-00-0208 o-ring serial number n/a was in good condition. Please see attached. Due to the damage, the fat dept. Cannot investigate this complaint any further. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. Av. Root cause 1 (defective/supplier): contaminants may not be fully removed during the supplier cleaning process of the cardiosave high pressure regulator (0103-00-0637). Root cause 2 (procedure / requirement(s) ¿ gap): cardiosave service manual (0070-00-0639 rev q) does not include a requirement to replace the quick disconnect male fitting o-ring as part of the annual preventive maintenance.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings, component code, investigation conclusions), h11 the leaking part was replaced oring buna n and regulator high pressure helium and all necessary tests were performed. The unit passed all required functional and safety checks per factory specifications. Service completed. The failure analysis and testing department received the following parts associated with this complaint the high pressure helium regulator and the oring. These parts were received with a reported unit failure of leak test fails. The failure analysis and testing department performed a visual inspection and found that the high pressure helium regulator had a heavily damaged transducer port. The damage prevented the transducer from sitting flush in the port which could cause a leak. The oring was found to be in good condition. Due to the damage the failure analysis and testing department could not further investigate this complaint. The parts were retained by the failure analysis and testing department. Root cause 1 defective supplier contaminants may not have been fully removed during the supplier cleaning process of the cardiosave high pressure regulator. Root cause 2 procedure requirement gap the cardiosave service manual does not include a requirement to replace the quick disconnect male fitting oring as part of the annual preventive maintenance.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1: event site telephone: (B)(6). Updated fields: b4, g3, g6, h2, h6 (health effect ¿ clinical code ), h11. Corrected field: e1 (event site telephone).

Manufacturer narrative:
Updated fields- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: b5, e1 event site name. Getinge field service engineer (fse) stated that the cardiosave intra aortic balloon pump (iabp) failed the leak test. The leaking part was replaced o-ring,buna-n and regulator, high pressure helium , and all necessary tests were performed. The unit passed all required functional and safety checks per factory specifications. Service completed.

Event description:
It was reported during field actions that cardiosave intra-aortic balloon pump (iabp) leak test fails due to helium leak. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during field actions that cardiosave intra-aortic balloon pump (iabp) leak test fails. There was no patient involvement.